Event description:
Procedure type: hysterectomy. According to the reporter: at the beginning the device was difficult to load. During suturing the 2 devices (B) (4) lost the needle in the body. No person was injured. Surgeon used the predicate device to finish the case. The needle was retrieved from pt's cavity, or time was not extended longer than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).